Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose (bg) level was 409 mg/dl and insulin pens were used to lower the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be within the cartridge.

Manufacturer narrative:
.